Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded caused the patient to have shortness of breath and lung disease. The patient also alleged to particles in tubing. Patient is awaiting CT scan results of the diagnosis. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. Manufacturer observed an unknown contaminant on the front panel and an unknown dust contaminant on front panel, bottom enclosure and blower. Evidence of liquid ingress was observed to the blower and blower box. A keratin like substance was identified on the blower box outlet. The manufacturer confirms that there is no presence of breakdown/degraded sound abatement foam. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have shortness of breath and lung disease. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.